Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to station was very slow. A technical support specialist referred the customer reboot. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station was operating very slowly. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.